Manufacturer narrative:
The complaint notification associated with this device described that two screws are missing. No serious injuries were sustained as a result of the failure and no medical treatment was required. The device was returned to the manufacturer on december 27th, 2016, the evaluation of this device was conducted at the manufacturer's service center on january 3rd, 2017. After evaluation we can confirm that two bolts are loosened. An exact reason for that could not be determined. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. Customer stated that two screws are missing. No fall or injury occurred due to this failure.